Event description:
It was reported that the patient was experiencing difficulty with the inflatable penile prosthesis (ipp) pump not deflating properly. The physician was unable to deflate the pump in the office; therefore, the physician decided surgical intervention would be required. Upon explant, the pump remained dimpled and would not reinflate. It was discovered that tubing of the ipp to the balloon was twisted and preventing the flow of fluid through the system. The entire device was explanted, and a new ipp was implanted. No patient complications were reported.